Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), as the protective sheath was being removed without resistance, the stent dislodged from the sds. The sds was set aside and another xience xpedition sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.